Event description:
The customer contacted baxter's (B)(4) regarding system error 2240 alarm that appeared on the homechoice (hc) during use during the last dwell. The baxter technical service representative (tsr) assisted the home patient (hp) with troubleshooting, cleared the alarm, explained the alarm and advised to notify the peritoneal dialysis nurse (B)(6). The hp would finish that night's therapy manually. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. During follow-up with the hp, the hp explained that she was asleep when the alarm occurred. She stated that she did not know what the cause of it was. The hp had notified the nurse. No infections/injuries had occurred.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).